Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024.the blood glucose level was 407mg/dl at the time of event and therefore the patient was treated with intravenous insulin infusion. The length of hospitalization was 3 days. Patient's ketone levels were found to be positive. No further information was available.